Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's right ventricular lead exhibited high capture threshold resulting in capture failure, along with under-sensing of diminished r-waves. Fluoroscopy performed revealed the lead was dislodged. The lead was explanted and replaced. The patient was stable.